Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, biological tissue was identified in the distal cover in reprocessing. The customer also stated they did not properly attach the distal cover to the endoscope. This event includes 2 reports: (B)(6) tjf-q290v (B)(4). (B)(6) maj-2315, unk. This report is 2 of 2 for (B)(6) maj-2315, unk.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the recall information. Olympus will continue to monitor field performance for this device. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction and the results of the legal manufacturer¿s investigation and the device history record (DHR) review. Correction: correction and preventative action (CAPA) investigation has been opened to further investigate this issue. The device history records (DHR) for this device could not be reviewed since the lot number was not provided. Olympus ships devices manufactured according to all applicable procedures and meet final product release criteria. Replication testing was conducted by the legal manufacturer using a test scope with a distal cover attached and pig organ. Removal of the test scope from the pig organ was experimented under two parameters "distal cover with/without slight crack" and "suction activated/not activated to remove the scope". The test result shows that tissue is embedded in the distal cover after the scope is removed with suction activated, which is observed regardless of "distal cover with/without slight crack". More tissue is embedded when small crack is present on the distal cover and suction is activated during removal. This could cause more severe damage to tissue. When there is no crack on the distal cover and suction is not activated, no tissue is embedded in the distal cover. In addition, the root cause has been identified as follows from the mechanism of occurrence. When the following user's operations are applied to this device having the structure shown below, one of the patterns of the mechanism of occurrence occurs, and the tissue damage level of the mucous membrane increases, leading to harm. -compared to conventional products, there is a space for mucous membrane to enter between the elevator and the tip cover. -compared to conventional products, the tip cover has an edge (around the u-shaped slit), and the edge is in a position where it can easily come into contact with the mucous membrane. -root cause 1: start the inspection without confirming that the tip cover is properly attached during the pre-use inspection (start the inspection with the tip cover cracked). -root cause 2: removing the endoscope with the tip adsorbed on the mucous membrane by suction operation olympus will continue to monitor the field performance of the device.